Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose the night prior. Blood glucose value is unknown but the customer stated he had to had to yell to his brother's family for help and he had convulsions. They gave him sugar soda. An hour later his blood glucose was 447 mg/dl. Blood glucose the morning of the call was 133 mg/dl. Customer had set an alarm to check his blood glucose every 4 hours. The customer stated he was having issues with the bolus wizard; the carb ratios are not correct and the amount calculated is not accurate. He declined troubleshooting and stated that the low might have been caused by physical activity since he had walked a lot that day. Customer was advised to monitor the insulin pump and contact the doctor regarding the settings.